Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated baed upon the reported info.

Event description:
A mayfield skull clamp was being used for a right microvascular decompression with the use of an operating microscope. The pt was not repositioned at any time during the procedure. After the procedure was completed and the skull clamp was removed a 2mm bleeding laceration was noted. The wound required staples to close the wound. No stereotactic device was used during the procedure.